Manufacturer narrative:
This report is being supplemented to provide additional information (h6, h10) regarding the reported event. The definitive root cause of the reported event could not be established. Based on the event information provided and investigation, it was determined that a temporary error has occurred. Therefore, there is a possibility of poor contact due to cable damage. The product shipment record was checked. There was no abnormality in the device. As a result, the probable cause of the reported event is determined to be the cable is damaged by the user's handling. Per the device instructions for use (IFU): "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable.the camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria.

Manufacturer narrative:
The device was returned to the service center for evaluation. The user report is confirmed. The error code 224 was a result of a damaged connector. Replacement of the damaged connector and cable will resolve this issue.

Event description:
It was reported the customer was unable to produce an image using the camera head.